Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that recently the patient started having issues when recharging the ins. This was confirmed by the health care provider (hcp) who checked the recharging sessions with the clinician programmer. The patient got a new recharger system recently but the issues still continued to be present. Troubleshooting was recommended. It was further reported that the patient was waiting for a full new controller and recharger, the rep will see the patient in clinic next week to set it up to ensure it all works. The ins was working fine, it was checked with the clinician programmer. Turned the ins on and tested, all working well and impedances were good. The controller seems to have the issue. Additional information received reported that the new patient controller and recharger resolved the issue. Additional information was received from the health care provider (hcp) via the rep reporting that the patient now has had 4 new recharge systems and still getting the same response. The following displayed: unable to recharge screen 74, software problem 1-intellis, 2-3.6 3--58 4-qf_new, no device found screen 16, looking for device screen 15, and tying to recharge screen 50. The hcp can read the ins no problem and no error messages either when the patient is in clinic. Can absolutely connect with the patient controller and recharger so the hcp doesn't understand what¿s going on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the difficulties was ongoing but possibly patient error. For additional actions taken, it was noted that many clinics were attended, troubleshooting, and patient education. The event was resolved for now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that additional troubleshooting was performed. The patient was seen in clinic by a manufacturer representative (rep) and the pain nurse and they advised her on making sure she has full charge on her programmer/recharger before initiating charge and this seemed to work. No cause was identified. No additional actions were taken. It was noted that the event did not resolve and that the patient has contacted the hospital again saying she is having difficulties and has an error code on her programmer (image provided showing software problem cannot continue. Please call medtronic 1-intellis, 2-3.6, 3-58, 4-qf_new). She has been advised by the pain nurse to take out the lithium battery and re-place to reset the system. Additional information was received. It was reported that the rep contacted technical services asking for advice on the error messages for the controller noting that the patient has had 4 replacements. The patient was seen in clinic and the issue seemed to have been resolved however she had just messaged the clinic with the software problem error image. The rep advised the clinic to remove the lithium battery from the back of the charger and wait for 1 minute then re-place it so they are waiting to see if this helps, but wanted technical services to let them know what the error screen means.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they spoke to the lead nurse regarding this patient yesterday (B)(6) 2025 and he said all was well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.